Event description:
Customer received results of 30 mg/dl on the inform system and 77 mg/dl on a lab value within 10 minutes on a neonate. Pt was treated with similac based on lab result. Later that evening, customer reportedly received results of 18 mg/dl on the inform system and 6 mg/dl on a lab value within 10 minutes on the same neonate. Pt was treated with similac based on lab value. No adverse event reported. Controls were run and in range. The discrepant results were obtained at a medical center. Requested return of suspect device and replacement was sent.